Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported renal failure could not be conclusively determined through this evaluation. Furthermore, a specific cause for the patient's sepsis could not conclusively be determined through this evaluation. The relevant sections of the device history records for (B)(6) including the applicable sterilization and packaging documentation, were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. G and the heartmate 3 patient handbook, rev. G are currently available. Section 1 of the IFU, ¿introduction¿, lists renal dysfunction, sepsis, and death as adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Although only sepsis was reported, the IFU lists infection as an adverse event that may be associated with the heartmate 3 lvas. This document also lists infection as a potential late postimplant complication. Furthermore, several sections of the IFU and patient handbook provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient passed away due to septic renal failure. The pump operated as expected. The death was not device related.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.